Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise. Noise was reproducible in clinic with isometrics and with bipolar and unipolar sensing vectors. The patient ventricle paces less than one percent and will continue to be monitored.